Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented to the emergency room. The implantable cardioverter defibrillator exhibited oversensing of p-waves on the right ventricular lead. The lead sensitivity was reprogrammed. The patient underwent fluoroscopy. The patient was in stable condition.